Event description:
It was reported that the patient's had open heart surgery. The physician was concerned that the right atrial (ra) lead may have been dislodged during the surgery. Testing revealed diminished sensing and no capture of the ra lead. The device was reprogrammed for a few days and the ra lead was later capped and replaced, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6948 implantable tachy lead (B)(6) 2007. (B)(4).